Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the drive transducer for the cs300 intra-aortic balloon pump (iabp) was observed to be drifting. It was later clarified that the offset value from the transducer was varying during the warm up. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: d5, e1(initial reporter), e2, e3, g3. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Manufacturer narrative:
The fse replaced the drive transducer then completed pm service. All safety, functionality, calibration checks were performed, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the drive transducer for the cs300 intra-aortic balloon pump (iabp) was observed to be drifting. It was later clarified that the offset value from the transducer was varying during the warm up. There was no patient involved, and no adverse event was reported.